Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch, blank display due to moisture damage on the electronics assembly also, slight moisture damage was found at keypad traces. Unable to confirm button error alarm due to moisture damage on the electronic assembly. The insulin pump has cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.